Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The peeling was not confirmed; however the guide wire was noted to be separated which may be what was reported by the account as the tip peeling off. The investigation was unable to determine a conclusive cause for the reported peeling or noted damages. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid-superficial femoral artery that was totally occluded and heavily calcified. The high torque winn guide wire crossed the lesion but could not be re-used after crossing because the coating at the distal end of the winn guide wire was coming off. There was no coating left in the patient anatomy. There was no resistance during removal of the guide wire. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.